Event description:
Caller reported inform base plastic surrounding the electrical contacts is melted. No adverse event reported. Requested return of device, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.